Event description:
A malfunction was reported on the pump, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer understood and acknowledged.